Manufacturer narrative:
T:slim x2 user guide states "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin. Novolog has been tested up to 72 hours of use as labeled. Humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose level ranged from 207 to the 300's (mg/dl). The customer delivered a bolus via the pump. During troubleshooting with tandem technical support, the customer was able to reload the same cartridge onto the pump and resume insulin delivery.